Event description:
It was reported that there were increasing right ventricular (rv) lead thresholds in both unipolar and bipolar configurations. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).